Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. There was no impact to customer's blood glucose. Reportedly, the alert cleared and the pump successfully began charging after plugging the pump to a different wall outlet.